Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected blank display anomalies noted during testing. The power management graph was in specification; however the power management graph indicated connector resistance issue (j6). No unexpected low battery alerts noted during testing or in the format history file. Unexpected replace battery alert and replace battery now alarm while monitoring due to connector resistance issue. Connector for j6 on pcba 1 was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for 2 days with the unit functioning properly during testing. Unit not received with battery cap or belt clip. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and slightly peeled serial number label.

Event description:
Customer reported via phone call that battery in insulin pump was only lasting a few days to only a few hours. Insulin pump would shut off during the night. Insulin pump would only give about a 30 minute warning prior to shutting off. Customer's blood glucose was unknown. Insulin pump would need to be replaced.